Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that about a year or so now they had been having ongoing issues with their handset and experience a lag within the myptm app. Patient stated that as soon as they get their refill and the doctor connects immediately after that, for about a month or so it will be relatively quick to connect to the myptm app, but as it connects more and collects more and more data, it starts to slow down again. Patient also stated that if they try to look at the handset and see how much time there was until the next bolus, it was super slow and if they open up to see reports, it will crash. Agent walked patient through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor the issue and call back if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the handset keep on crashing. Patient mentioned that they had cleared the lag issue multiple times since the last time they called. Patient mentioned that they were not able to connect to their therapy. Agent sent a request to repair to replace the handset.